Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the connection site at the top of the filter of an oxiris set during priming. There was no patient involvement. No additional information is available.